Event description:
Event description guidant received information that this right ventricular (rv) defibrillation lead, right atrial (ra) pacing lead, and left ventricular (lv) pacing lead were dislodged due to twiddler's syndrome. It was noted that the patient had received inappropriate shocks due to the dislodged leads.